Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m91p5c. The device was received with the top of the I-blade fractured and slightly lifted. In addition, the device jaws were tested and there were found bent. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that the doctor was performing a laparoscopic assisted vaginal hysterectomy and the doctor couldn't get the jaws to close. The procedure was completed using a competitor's device with no consequence to the patient.